Event description:
The customer reported performing testing on the ortho provue analyzer. The provue functioned as expected, posted condition codes and brought the gel cards to the service rack for manual review due to the unexpected volume issues. However, the customer reviewed, resulted the gel cards and accepted the test results without retesting the samples. This incident is being reported based on user error. Provue malfunction did not occur. False results may be reported that should have been aborted or invalidated.

Manufacturer narrative:
An ocd field engineer contacted the customer via phone regarding the unexpected volume errors. The customer indicated that the issue was resolved after checking the wash and waste bottle caps. Service was not needed to return the instrument to expected operation. Product labeling instructs the customer that "while it is possible to modify the "~" result, this symbol indicates a potential volume issue in the microtube and should be reviewed by the technologist. The sample should be retested". Ocd customer technical services (cts) informed the customer regarding the proper procedure for the error messages as per the provue's IFU. The customer indicated that all samples in questions would be retested. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B)(4).